Event description:
The surgeon stated he inserted a cc4204a collamer single piece lens in the patient's right eye.there was a capsule tear and was unable to fixate lens in the eye. The incision was enlarged to remove the lens and a vitrectomy was performed. A anterior chamber non-staar lens was implanted. Five sutures were used. There were no issues with the lens. This incident was due to the patient's anatomy. Patient is well.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens.(B)(4). Evaluation:method - lens work order search.results - visual inspection of the returned product found a small piece of the plate haptic torn off and missing. Both sides of the optic/haptic were checked for rough/sharp edges. Edges were found to be acceptable. The lens was returned in liquid. A lens work order search was performed and no similar complaint was found.conclusions - based on the complaint history, lens work order search and the evaluation of the returned product, the root cause of the event has been determined to be due to patient's anatomy and was not lens related.(B)(4)